Event description:
During the inspire implant procedure, while using the medtronic tunneling tool, a vessel was nicked and the patient experienced bleeding. Physician applied pressure to stop the bleeding. This resolved the issue.